Event description:
Fortress introducer sheath was inserted without success. Pre-dilation with 4f dilator. Exchanging sheath, but still could not be inserted successfully. It was changed to another 4 fr sheath, which was successfully inserted. Changing back to the fortress introducer sheath. It was difficult to insert, but it was possible. Dilation with passeo 18 balloon catheter. Intervention could be finished. During withdrawal the sheath could only be removed with high effort. The sheath could only be removed with high effort. The sheath broke off outside of the pt, but could be removed completely. Pt was not injured. No further intervention was required.

Manufacturer narrative:
The IFU for this medical product defines following procedure for situation of a stuck introducer: "do not attempt to advance or withdraw the introducer. If resistance is felt. Use fluoroscopy to determine the cause. If the cause cannot be determined and corrected, discontinue the procedure and withdraw the introducer sheath. Continued advancement or retraction against resistance may result in serious injury, and/or breakage of the guide wire, introducer sheath, catheter or interventional medical device." According to the physician the artery was already profoundly calcified. Due to multiple pre-interventions in this area, the tissue was already very scarred. It is also known that especially for older pts and under stress the vessels can tend to contract and then clinicians can get problems with withdrawal of the device. This breakage could have been prevented if physician would have followed advice given in IFU and not would have tried to withdraw sheath by all means. No action from MFR side implemented. The design is reconsidered as safe and sufficient. Criteria for sheath is to withstand a min. Force of 22n without breakage. Warning about potential of breakage when applying strong force is given in IFU. (B)(4). Reporting of pc11029 is one outstanding action from the corrective action plan. This complaint is related to an incident on the european market. With these incidents a surgical intervention was required and therefore vigilance report to the applicable european authority was submitted. When cmi evaluated the complaint if MDR reportable or not, an incorrect decision was made, that it was not reportable, because the incident did not occur on the us market.